Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported: customer received kit with leakage defective issue; no pt harm. Event description states: leakage.   On (B)(6) 2021 - spoke to customer - leaked as soon as plugged into access tip and after the clamp properly closed until after the plunger was pressed, looked at access tip and it looked clogged, nurse flushed with saline - disconnected and discarded and connected another successfully - no pt harm.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001386265 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
It was reported: customer received kit with leakage defective issue; no pt harm. Event description states: leakage.   15jul21 - spoke to customer - leaked as soon as plugged into access tip and after the clamp properly closed until after the plunger was pressed, looked at access tip and it looked clogged, nurse flushed with saline - disconnected and discarded and connected another successfully - no pt harm.